Event description:
A malfunction was reported when a customer experienced a malfunction code on their pump. There was no adverse impact to the customer's blood glucose level. Technical support provided guidance on resetting the pump, and after the reset, the malfunction did not recur. The customer was advised to continue using the pump and to report back if the issue reappeared, which they acknowledged and understood.